Event description:
The clinician reports the implant was inserted 2023-(B)(6) in ada 4. Details of surgery: sinus augmentation and ridge augmentation. On 2023(B)(6) non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.